Event description:
Right knee periprosthetic infection of the knee.

Manufacturer narrative:
An evaluation of the device cannot be performed. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. At this time it cannot be determined which, if any of the devices may have caused or contributed to the patient's infection. Cat #: 5520-b-500, lot #: s9xed, description: triathlon prim cem fxd bplt #5; cat #: 5550-g-339, lot #: vpv2, description: triathlon symmetric x3 patella; cat #: 5515-f-502, lot #: hijta, description: triathlon ps fem component, cemented.

Event description:
Right knee periprosthetic infection of the knee.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation and medical records or x-rays were made available for evaluation. Review of the device history records indicates all devices accepted into final stock met specifications. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. Complaint history review: there have been no other events for this lot or sterile lot. Review of the sterilization records verified the sterility of the reported product lot. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.